Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged causing diaphragmatic/phrenic nerve stimulation to the patient. The lead was repositioned, and it remains in use. No further patient complications have been reported as a result of this event.